Event description:
A nurse reported that the device was used on a pt to check their blood glucose. A result of 379 mg/dl was obtained. The pt was given 6 units of regular insulin. A lab was also drawn and the value came back as 29 mg/dl. Pt was then treated with a dextrose 50% IV solution. Their glucose was rechecked and the result was now 134 mg/dl. Level 1 and level 2 controls were run on the system and both controls recovered in range. The device was replaced and requested to be returned for evaluation.